Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a no delivery alarm during a bolus, basal rate, or fixed prime. Customer stated that the alarm was resolved by a set, reservoir, or a complete set change. Customer was advised to call back when the alarm recurs.